Event description:
Dexcom was made aware on 10/19/2018, that on (B)(6) 2018, a signal loss was reported. The patient stated at 4:00pm in (B)(6), she received an alert on the g6 mobile application that there was a signal loss. The patient stated she can normally feel when her blood sugar is low and did not realize she was experiencing a hypoglycemic event. She stated by the time she could do anything, she collapsed in a public place and started seizing. The patient could not recall what occurred during the event and was told that the paramedics arrived within 15 minutes and the patient was taken to the hospital. The patient was treated with intravenous (IV) therapy (contents unknown) and was released from the hospital after 2 nights. At the time of contact, the patient was doing good. A data investigation will not be performed as signal loss up to one hour is within specification. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypogycemia and seizures. This report is being submitted retrospectively per FDA request.